Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an insulin flow blocked alarm due to bent cannula on (B)(6) 2026. The event occurred on the first day of use, and the infusion set had been inserted in the thigh.